Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of hole in the tubing close to patient stomach and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis {pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a hole in the tubing close to where it goes into the patient's stomach, which caused peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the result was unknown. Treatment was not reported. The patient was recovering from the peritonitis. The outcome for the hole in the tubing close to the patient's stomach was not reported. Concomitant medications were not reported. The caregiver {cg) was contacted by product surveillance on 09 mar 2012 after 3 failed attempts to contact the peritoneal dialysis registered nurse. The cg stated that the hole was in the patient's catheter. The brand and manufacture of the catheter was unknown. The cg stated that the catheter had been removed and the patient is currently recovering on hemodialysis. Patient injury reported: yes. Medical intervention required: no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).